Event description:
While starting pt gravity aralast infusion, IV bag started to drip medication slowy down the side of IV bag. Rn had to stop infusion and use aseptic technique to remove mediction from IV bag and place into a new IV bag. Medication appeared to be leaking in the seam of the IV bag.